Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that their enlite sensors was missing the cannulas. The customer¿s blood glucose level was 123 mg/dl at the time of the incident. Father stated had issues with two sensors, after insertion noticed the sensors did not have cannulas. The sensors will be returned for analysis.